Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that there was no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient had previous procedure wherein electrocautery was used. The patient also reported that the device was causing more problems than benefit. The patient will undergo an entire scs system explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient had previous procedure wherein electrocautery was used. The patient also reported that the device was causing more problems than benefit. The patient will undergo an entire scs system explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient was experiencing difficulty charging. The patient had previous procedure wherein electrocautery was used. The patient also reported that the device was causing more problems than benefit. The patient will undergo an entire scs system explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).